Event description:
It was reported that the pace/sense portion of the lead was capped because of lead fracture. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event. Additional information received reported there was also oversensing and variable impedances noted on the rv lead.

Manufacturer narrative:
Asku